Event description:
The customer reported an intermittent x-ray disabled error message. This error message will result in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards, cables, and connectors. The system operates as intended.